Manufacturer narrative:
A mega 8fr 50cc catheter kit was returned intact and sealed. A visual examination of the returned procduct was performed and no clear fluid was detected inside the product packaging. Pull membrane from retainer test was performed and no failures were noted. The reported event cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint (B)(4).

Event description:
It was reported that prior to use of the intra-aortic balloon (iab), the catheter appeared to have liquid inside the packaging. There was no patient involvement.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that prior to use of the intra-aortic balloon (iab), the catheter appeared to have liquid inside the packaging. There was no patient involvement.